Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/21/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qmmceu and no non-conformances related to the reported complaint condition were identified. The following information was requested, but unavailable: additional information note (B)(4) provided the lot number qmmceu1. This lot number appears to have an extra digit at the end. The ip has been updated with lot qmmceu. Is qmmceu the correct lot number? ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on an unknown date and a barbed suture was used. During the procedure, when pulling the suture, the fixation tab was broken. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the surgery was completed successfully? No further information is available. If yes what was used to complete the procedure? What is the lot number? The lot number is qmmceu1. No further information will be provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information note provided the lot number qmmceu1. This lot number appears to have an extra digit at the end. The ip has been updated with lot qmmceu. Is qmmceu the correct lot number? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m.